Event description:
Pt felt ill with a blood glucose of >500mg/dl. Pt attempted to administer insulin bolus with device, but device would not complete the bolus as programmed. Pt self-treated with insulin shots.